Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's system pcb assembly which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was not completing the boot up cycle. It was also reported that they were unable to power off the device using the on/off button and had to remove the battery to get it to power off. As a result, defibrillation therapy would not be available, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to a failure of the single board computer.

Event description:
The customer contacted physio-control to report that their device was not completing the boot up cycle. It was also reported that they were unable to power off the device using the on/off button and had to remove the battery to get it to power off. As a result, defibrillation therapy would not be available, if it were needed. There was no patient use associated with the reported event.